Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description of plunger moved over the intraocular lens (iol). Additional information has been requested, received and stated there was no patient impact and the surgery was completed using another model company lens of same diopter.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in the blister tray in the carton. The lock-out assembly has been removed. No ophthalmic viscosurgical device (ovd) in the device. The plunger has been advanced outside the nozzle tip and is advanced under the lens. The lens is advanced at the nozzle entry. Received photos show a current company model lens drive mechanism. The intraocular lens (iol) is advanced to nozzle entry, the plunger is advanced to mid nozzle and has advanced under the iol. Plunger underride was observed. The root cause may be related to failure to follow the instructions for use (IFU). No viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If no viscoelastic is placed in the device this will cause no coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).